Event description:
Related manufacturer report number: 2017865-2023-21249, 2017865-2023-21250. It was reported during in clinic follow up that the right ventricular lead and atrial lead exhibited oversensing due to noise. The device was in backup mode and could not be interrogated via inductive means. The whole system was explanted and successfully replaced. The patient was stable and asymptomatic.